Event description:
Boston scientific crm received information that the right atrial lead was explanted due to high threshold and low sensing measurements. The lead will not be returned as it was thrown into the sharps container, post explant. No measurements or adverse patient effects were reported. If additional information should become available to our company, this event would be updated at necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.